Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing that resulted in delivery of inappropriate shock therapy. Programming changes were made, however, were unable to resolve the oversensing and inappropriate shock therapy. Surgical intervention was undertaken. The s-ICD and electrode were explanted. No additional adverse patient effects were reported. The return of the product is not expected.